Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind process. A motor position encoder error alarm was found in the alarm history file due to an out of phase motor encoder signal. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the lcd window, and a stained end cap sticker. The drive support disk was found slightly loose.